Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented in the hospital and coded. Ams episodes were present resulting in svt. The ams episode was due to atrial sensed events falling into refractory followed by atrial paced events. The second ams event occurred at the same time the patient was coding. No programming changes will be made. The patient will continue to be monitored.